Event description:
Following successful completion of a pfa case using the non-abbott catheter (pulseselect by medtronic), while the nurse was removing the impedance patches, she noted that the patches were very difficult to pull off and resulted in skin tears. No treatment was administered for the skin injury. No skin prep was performed prior to placement of the patches. No device issues were noted during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The ensite x surface electrode kit instructions for use states "good skin preparation is essential to all electrophysiology studies". The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident is consistent with not following the instructions for use. UDI information (d4) and 510k (g3) are not provided within this report as this product (model ensite-sek-5-I-01) is an ous configuration not available in the us and is therefore not referenced in the gudid database.